Event description:
The customer reported that the system image was sometimes unstable or the image would not display on the 9800.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the camera and verified the system was functioning properly. The failure had been intermittent. The system was left in a test status until (B) (6) 2009. During this time, random boot up and shots were executed without failure. The system operates as intended. (B) (4)